Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying the "error 1" message. The medical surveillance specialist (mss) contacted the patient on (B)(6) 2010, but was not able to reach the patient. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the morning of (B)(6) 2010 just before 6:00am. The patient informed the cca that she manages her diabetes with combinations of oral medications (glipizide and metformin) and insulin (humulin ru500). At the time of the alleged issue, it is not known whether the patient made any changes to her diabetes management regimen. The patient claimed she was feeling thirsty and fatigue about 6 hours after the start of the alleged issue. The following day around 7:30am-8:00am, the patient indicated she administered 10 units instead of 15 units of humulin insulin. At the time of the alleged issue, the patient denied testing on any other blood glucose device. At the time of troubleshooting, the cca verified that the subject meter had been used before. The alleged issue was not resolved. Replacement products were sent to the patient. It is not known whether the patient received any medical treatment after the patient developed the alleged symptoms or whether she was able to test on another meter after the alleged symptoms, therefore, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.